Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after receiving the inappropriate antitachycardia pacing therapy and high voltage shocks for the atrial fibrillation rapid ventricular rate. The device was reprogrammed to resolve this issue. The patient was stable throughout the whole event.